Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the burr hole cover screw was too soft. During fixation on the patient's skull, the screw head "went baggy at first attract." The screwdriver was also too soft. During normal use, the screwdriver twisted. The cause of the event was the wrong material composition. A different screw was used and the issue was resolved. The patient's indication for use is parkinson's disease. The patient's status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.